Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was capped due to pacing inhibition and high thresholds. There was no asystole and no fracture is suspected. On x-ray it appeared that the lead had been pulled back and coiled up near the pocket due to twiddlers syndrome.